Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported her insulin pump has been alarming no delivery. The first time it happened, customer changed her infusion set and battery and everything was fine. Yesterday, the insulin pump alarmed no delivery during a bolus and customer had to change her infusion set and battery again. This morning, the insulin pump alarmed no delivery during a bolus again and the battery was depleted. Customer's blood glucose was 159 mg/dl. In troubleshooting, insulin exited during the fixed prime. The cannula was not bent. Customer ran an additional fixed prime to make determine if there is an occlusion. Insulin exited the tubing. Customer was advised to change the infusion set and reservoir and send it back for analysis. Nothing further reported.